Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display. Unable to confirm no button response due to frozen display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer¿s insulin pump had frozen display and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the pump suddenly got frozen display while waiting for the sensor to warm up. The pump beeped and buttons were not responding. The customer was advised to revert to the back-up plan per health care professional¿s recommendation. The customer was advised that the pump needs to be replaced. The insulin pump will not be returned for analysis.